Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient fell a few days ago, and their pain increased. The patient also reported new pain is in right lower extremity. The patient requests reprogramming to cover newly painful area. All impedances are within normal limits. The issue was resolved at the time of the report with reprogramming. No further complications were reported. No additional patient symptoms were reported.